Event description:
Caller reported cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and assisted the caller in performing a reset. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started a new sensor session.